Manufacturer narrative:
(B)(4). It has been communicated that the device and/or lot information is not available for evaluation. Without the device and/or lot information it is not possible for codman to conduct a proper investigation. If at some point the device and/or lot information does become available, this complaint will be re-opened, evaluated and a follow up report will be filed. Trends will be monitored for this and similar complaints. At the present time this complaint is considered closed. Device not available.

Event description:
Air is coming out from the drip chamber to the line. The incident has been noted by the sales rep on a patient in the intensive care unit . The hospital has been using the edsiii for many years. Incident not reported to (B)(6) by the hospital.

Manufacturer narrative:
Additional information: to date, we have still not received the product for evaluation or the lot number of the product. While we are unable to confirm the lot number associated with this complaint, a review of sales to this facility has been performed, and all lots of this product number sold to the customer in 2016 were reviewed. No discrepancies related to the reported complaint were noted. If additional information is received in the future, the file will be reopened and a follow-up report will be submitted. At present, we consider this complaint to be closed.